Event description:
Same case as: 6000089-2007-00040. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the severely tortuous left anterior descending (lad) artery. The lesion was predilated with an unknown size maverick balloon. The physician was unable to cross the lesion with the 2.50x16mm taxus express2 drug eluting stent. The shaft started to bend and then broke about 21cm distal to the inflation port on the hypotube. The physician made a second attempt with a 2.50x12mm taxus express2 drug eluting stent and experienced the same result. A quantum balloon was used in poba to complete the procedure. No patient complications were reported. Patient status reported as "ok".